Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels; however the exact value was not provided. The customer's mother delivered a correction bolus. However, it is routine practice for the mother to manage the customer's bolus, due to the customer's age. The mother stated that the elevated bg level was likely due to incorrect basal settings and would discuss settings with the healthcare provider.